Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. We were unable to perform displacement test due to motor anomaly. No motor error alarms noted. The insulin pump was received with cracked belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they received a motor error alarm. The customer's spouse reported that they received motion sensor test failure alarm during rewind. The customer's blood glucose was 176 mg/dl at the time of incident. The customer's spouse declined to troubleshoot for motor error alarm. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.